Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo showed two broken metal fragments. However, the source of the debris could not be identified due to lack of more evidence (product code, lot number or the rest of the device) or information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk insertion instruments. However, based on the provided information the potential cause could not be established. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2, d3, d4, g4-510k: this report is for an unknown insertion instruments/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2023, during the hardware removal of instruments found near the implants when implants were being removed. Patient requested that implants were removed few years after the initial fixation and lumbar spine was fused. Patient was symptom free, and no other metal work replaced the implants removed. When surgeon was removing the screws, 2 small pieces of metal was found at the tissue surrounding the screw. Once all implants removed, the implants were examined, and all implants were intact. The metal debris was investigated, and the metal debris appeared to be from the instruments, possible the final tightening tip or set screw inserter due to appearance of debris, however, unable to determine as we have no access to any instrument. The implants removed was from viper 2 mis kit and monoaxial screws were used. This report is for one (1) unknown insertion instruments. This is report 1 of 1 for complaint (B)(4).